Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report sample valve jam errors and a puff of smoke and temporary burning smell when attempting to home all motors. The siemens customer service engineer (cse) was dispatched to the customer¿s site and evaluated the system. The cse found that the dual resolution dilutor (drd) assembly had to be replaced. After replacement of the drd assembly the system was operational. The customer is operational, and the reported complaint is resolved by standard service actions. The immulite 2000 xpi system is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.

Event description:
The customer reported that when processing samples, the immulite 2000 xpi instrument serial number (B)(6) displayed the following sample valve jam errors: - 281 - sample valve has jammed while homing. - 579 - corrective jam actions has also jammed going into pause mode. - 581 - homing sample devices resulted in a jam returning to pause mode. Prior to contacting technical support for assistance, the customer attempted to home all motors in diagnostics, and reported hearing a "pop" and observing a puff of smoke from the sample valve area. Customer reported a brief burning smell. There was no impact to patient results. There were no flames observed. The burning smell was temporary. There were no injuries or exposure to a potentially dangerous chemical or hazardous material due to the puff of smoke. The fire department was not called. The lab was not evacuated.